Event description:
It was reported that during case, after multiple attempts (double click pedal, clear points, redo all femoral landmarks) system was still recording points. Finally unplugged system control, mapped femur and then tibia and tibia was showing abnormal signs during mapping also. Continued to drill post holes and femur was fine, then attempted to move on to tibia and screen went white and went all the way back to patient registration. Even had to recalibrate handpiece, went through entire pathway, went to tibia to bur and went back to patient registration. Case was aborted and completed with manual instrumentation. Also, second case was cancelled.

Manufacturer narrative:
The device was used in treatment. Case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. The point of failure for this case was during surface data collection, and the recover action states to "the knee is unaffected by the procedure. Remove the tracker arrays, the bone pins and the checkpoint pins and proceed with conventional instrumentation. Use conventional procedure as described in the applicable total knee system surgical technique." Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed that there was a software crash that caused the software to exit back to the patient screen. The malfunction was due to a software failure.